Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, user informed the technical support engineer (tse) that a non-recoverable fault occurred on the system during a case. The tse recommended rebooting the system. The user rebooted the system and indicated they would call back if issues persisted. The tse attempted to view the system logs but was unable to see the non-recoverable fault during the call. The procedure outcome is unknown at the time of the report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 3 for failure analysis investigation. The usm 3 was analyzed and in log reviews, the 32097, 31226, and 1126 errors were found indicating fibers errors on the clock-spring, parallelogram, and rolling loop fibers confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where system error out with errors 31226 and 1126 during boot up. The usm was then installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on the clock-spring, parallelogram, and rolling loop fibers for reading below 75 rx power. Once testing was completed, the clock-spring, parallelogram, and rolling loop fibers were aba test and was verified to be the source of the fault. The probable root cause is attributed to communication errors caused by faulty rolling loop, clock spring and parallelogram fiber cables located within the usm. This issue can be resolved by replacing the affected usm or disabling the usm to complete the procedure. Correction: h8. Was updated to initial use of device.